Event description:
Per the clinic, the device was explanted due to a suspected device problem. The device was explanted (B)(6), 2011. The patient was bilaterally implanted on (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).